Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 d6b g1. A photo visual analysis of the photographs identified: red and yellow particles on the surface of the shell and no observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient additionally reported via physician's notes, "signs of extra capsular silicone lower quadrant of the right breast". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cysts, calcification, and "strong breast pain".

Event description:
Patient reported "the prostheses are ruptured." Patient later reported cysts and calcification and "strong breast pain". The event of lump is not device related. Device remains implanted.